Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Production personnel did verify that the assembly is free of cracks and contamination. Quality personnel took samples from the lot to inspect for damage or contamination. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the patient was comfortable for the first 4 hours of epidural but then became very uncomfortable. Patient's discomfort was relieved by a manual bolus from the anesthesiologist. No patient injury was reported.